Event description:
The healthcare professional reported that the pt had developed a skin flap infection. The device was explanted by another physician. The implant surgeon and pt are considering reimplantation if the pt, whose overall health is not good, is medically able to undergo surgery.